Manufacturer narrative:
We are currently waiting for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The female lure lock can't stick with the v-line extension. It turns around 360.

Manufacturer narrative:
Received one intact 15.5f x 28 cm titan catheter. Visual examination revealed no abnormalities or obvious defects. A functional evaluation indicated both lumens aspirated and flushed easily without resistance. The syringe attached to both the red and blue luers without difficulty. When attempting to remove the luers from the extension tubes the luers were firmly in place. It was possible, with some force, to move the blue luer around the extension tube. The device was further evaluated by medcomp engineering. While the luer does not pull out the fact that it spins was evaluated. A supplier corrective action request was issued to the contract manufacturer. The investigation indicated that an isolated manufacturing issue with the female luer molding may have contributed to this issue. Further testing will be performed and actions will be implemented, if necessary, to minimize this type of occurrence. Based on historical data this is not a systemic issue and is considered an outlying incident. This type of event will be trended through the complaint handling process.